Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "a gunther tulip jugular filter which failed to release from the delivery system. This was a case performed on (B)(6) 2018. Ivc filter wouldn¿t deploy. The procedural log states ¿physician unable to disconnect deployment device from filter. Filter removed, wire and sheath removed also. Physician to obtain new ij access¿. The lot # on the defective filter is e3720689. A second "jugular" gunther tulip filter was successfully placed. No intraprocedural complication were recorded." Patient outcome: unknown

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: (B)(4) 400 daniels way bloomington, in 47404. Registration no.: (B)(4). Summary of investigational findings: investigation is based on event description and returned product. It was reported that the filter could not release. The jugular introducer inside the sheath was returned with long dilator and separated filter. Remnants of blood on filter and introducer. The introducer was kinked close to the handle and the grasping hook stuck inside and could not be moved, when pressing the release button. However, the impeded movement was caused by hardened blood, why the introducer was cut to remove the grasping hook and investigation of same found it according to specifications and able to catch/hold the filter as intended. Based on the investigation findings the exact reason for the difficulties encountered when attempting to release the filter cannot be determined, but the hardened blood inside the introducer/insufficient flushing may have been a contributing factor. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.